Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 24-aug-2023. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: material #: 367957. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2 it was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel fragments were found in serum after centrifugation. No patient impact was reported. The following information was provided by the initial reporter: gel fragments found in serum after centrifugation when did the incident occur? During use gel fragments found in serum after centrifugation in approx. 30% of all sst tubes on a daily basis. The lab is following IFU regarding centrifugation: 2000g for 10 min.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel fragments were found in serum after centrifugation. No patient impact was reported. The following information was provided by the initial reporter: gel fragments found in serum after centrifugation when did the incident occur? During use. Gel fragments found in serum after centrifugation in approx. 30% of all sst tubes on a daily basis. The lab is following IFU regarding centrifugation: 2000g for 10 min.